Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead exhibited high capture thresholds. The lv lead was not used. The patient was in stable condition throughout the procedure.